Event description:
The reporter stated an mtc-60c fp cartridge appeared to be tight and sticking when the lens was being advanced. The lens was removed from the cartridge and reloaded in another cartridge and was implanted with no problem. There was no lens damage and no pt injury.

Manufacturer narrative:
Eval results - a cartridge lot number search was performed, and one similar complaint was found.